Manufacturer narrative:
Review of the device history record (DHR) and supporting quality records confirmed no anomalies that may have caused or contributed to the malfunction.

Event description:
The consumer reported her daughter inserted the tampon with no string visible. The string was small and tiny and was inaccessible to aid in the removal of the pledget. Her daughter was able to manually remove the pledget and did not seek medical assistance. Multiple attempts have been made to obtain further information regarding the daughter¿s use of the product, however no further information has been received.